Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Spoke to the risk manager on 01/04/2011: she was provided with limited details around the incident (please see user facility medwatch for additional patient/event information). The incident was reported to her referencing a small clip applier. She was told that during the re-operation the "clips were not there". The patient expired within 24 hours of the original procedure. The family did not request for an autopsy to be performed. The account does reprocess the mca clip appliers, but advised reprocessed devices were not used in this case. The risk manager provided the clinical leader's contact information and message was left with her in an attempt to obtain further details. Spoke to the rep on 01/05/2011: the rep indicated the details were not very clear to him either; however, the surgeon's office agreed to set up a call with ees and the surgeon the week of 01/17/2011. To date, the surgeon's office has not committed to a date or time. Left message with clinical leader on 01/07/2011 and 01/11/2011. Spoke to clinical leader on 01/11/2011: she does not recall this case, but advised that the standard practice is for the pa to fire a small and medium clip applier, and then the surgeon fires a medium clip applier.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product updated as the surgeon advised the clips were from the mcm20 device. After five additional attempts to coordinate the conference call with the facility, a clinical conversation took place between the surgeon and ethicon endo-surgery's in-house medical director. The following information was provided by the surgeon: the CABG procedure was completed by the surgeon and his physician's assistant; hospital standard practices were followed. During the re-operation there was noted to be bleeding on the proximal portion of the saphenous vein graft. During the initial procedure, the vein graft was harvested by the physician's assistant as the surgeon worked on the internal thoracic artery. The physician's assistant does not recall anything abnormal during this step; the branch was reasonably sized and a medium clip was utilized. The surgeon performed the final preparation of the saphenous vein from the lower extremity and once completed, placed two clips and checked for proper control of the side branches. The surgeon indicated the clips looked good. This bypass procedure was completed as expected. Post-operatively, the patient's lab results and x-rays were good. The patient was given a bath and was noted to be stable following the procedure. Excessive bleeding was then noticed in the chest tube and the patient's blood pressure increased to 130-140 range. The patient was immediately auto-transfused with the blood from the chest tube and brought back to the operating room. The surgeon identified the bleeding was coming from the vein where two mcm20 clips had been applied. This branch was found to be opened and the clip was absent. There was no excessive bleeding from the internal thoracic artery. The patient was "very unstable". After open cardiac massage and resuscitation, the patient was hemodynamically resuscitated, but had sustained significant neurological damage, which would not allow a meaningful recovery. The family made the decision not to continue medical treatment. The surgeon noted that the missing clips had been in a position that was visible throughout the procedure and no abnormal observations were observed intra-operatively. The length of the branch was adequate for the clip; however, it seemed that the clip was displaced when the blood pressure increased. The surgeon has been performing CABG procedures for 22 years. He is now utilizing ees manual clip appliers and clips (reusable clip appliers) when preparing grafts rather than the mechanical clip appliers. The customer returned ten sterile devices from the same lot number. They are unable to confirm if this is the lot number used in the procedure; however, this is one of the lots that was in inventory during the time of the procedure. Three devices were opened and tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The device was reloaded with new clips. It was fired and the clips were found to be conforming.

Event description:
It was reported that post operative of a coronary artery bypass graft procedure, the patient was returned later that day to the or. The nurse became aware that there was possibly a problem due to excessive bleeding was noticed in the chest tubes on (B)(6) 2010. When the surgeon observed the grafts, the clips had not held and had come off of the vein grafts. The surgeon then used a weck device to apply additional clips and stop the bleeding. The patient had lost a significant amount of blood and did require blood products. No information regarding the amounts of blood loss or units required were given. The patient was sent to ICU and was recovering. The patient expired within 24 hours of the original procedure. The device was discarded; however a device from the same lot will be returned.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.